Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams intraperitoneal, duration and frequency not reported), gentamicin injection (20 mg, intraperitoneal, duration and frequency not reported) and an unspecified additional medication (dose, rout, duration and frequency not reported) for the event. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available.